Manufacturer narrative:
(B)(4). Device manufactured date: feb. 02, 2015 - feb. 05, 2015. A companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and functional testing identified the presence of iodine. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was inadequate iodine in a minicap. The patient stated that the sponge did not have enough iodine on it. The patient stated that they did not use the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.